Event description:
The customer reported the battery does not hold a charge when doing preventative maintenance (pm). The low battery message appears, then the device shuts down before the test is finished. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the battery does not hold a charge when doing preventative maintenance (pm). The low battery message appears, then the device shuts down before the test is finished. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.